Event description:
It was reported the device could not be interrogated. The physician suspected premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event, and the patient's status was reported to be ok following the replacement procedure.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: preliminary testing revealed no output and no telemetry. Further testing found the no output and no telemetry conditions were the result of lifted hybrid bond wires.